Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 01/12/2017 a medtronic representative performed an imaging system check-out and found stand-alone board not putting out voltage. On 01/13/2017 replaced stand-alone board, x-ray ssr and varistor. Issue resolved. All areas passed further testing. System performed as intended. Return requested. Replacement stand-alone and x-relay and 15a/500 vac sb fuses were shipped to site 01/12/2017. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site that their imaging system was unresponsive when in initializing please wait step, and the generator would not initialize. No further details regarding this issue were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The standalone x-ray relay was returned to the manufacturer for analysis. Investigation confirm reported issue. Components r20 and r21 are electrically over stressed. Unable to bench test due to over stressed component. Relay failed bench test, short between input 1 and 2. The hardware investigation found that reported event was related to an electrical failure; root cause was electrically overstressed component.